Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2010, the patient presented with infected mesh on (B)(6) 2011. The patient underwent surgery (date unknown) to explant the pinnacle mesh. Reportedly, the patient's infection was resolved on (B)(6) 2011, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: part of an investigator-sponsored research trial, sponsored by (B)(6).